Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the up and down button was getting stuck and the screen was scrolling when she tried to enter the blood glucose amount. Pump could have been exposed to perspiration. Customer's blood glucose level was 257 mg/dl. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded up and down buttons on the keypad trace. No button error alarm during our testing. The insulin pump has minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and stained end cap sticker.